Event description:
Patient underwent a femoro-popliteal bypass in 2004. Approximately six months after surgery, a perigraft fluid collection was evidenced. Graft was removed in 2006 and replaced by another graft. It was also reported, that patient was in good condition post surgery. Explanted graft was returned to the manufacturer.

Manufacturer narrative:
Explanted graft was sent to an outside laboratory for histopathological examination. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the water permeability testing indicated a value well within product specifications. The laboratoray indicated that results should be available by the end of september. No conclusion can be drawn until the analysis is completed. A follow-up report will be submitted within 30 days upon receipt of additional information.